Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed by the healthcare provider (hcp), reported the cause of the patient being at zero volts wasn¿t determined. To resolve the issue of the device being at zero volts along with the patient¿s nausea and anxietya slow titration was being initiated by the physician. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was found to be at zero volt and exhibiting symptoms of nausea and anxiety. Patient went to emergency department and no cause of these symptoms were uncovered. No environmental/external/patient factors were known to cause the issue. Diagnostics/troubleshooting included the patient going to the the clinic and amplitude was titrated (B)(6). No interventions/actions were taken to resolve the issue. The issue was reported to be resolved at the time of this report. No surgical intervention occurred and none was planned. Nofurther complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.